Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.50 diopter, in the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient discomfort (due to presbyopia). The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with residue and moisture on lens. Visual inspection found no visible damage to the lens. Claim # (B)(4).